Manufacturer narrative:
Taper unknown. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of leak as follows: ¿deflation of the band may occur due to leakage from the band, the port, or the connector tubing." ¿when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port.¿ ¿when adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum.¿

Event description:
Doctor reported event of ¿lap band leak¿ from journal article: ¿bariatric surgery outcomes in patients aged 65 years and older at an american society for metabolic and bariatric surgery center of excellence,¿ obes surg (2010) 20:1199-1205. Allergan¿s approach to compliance is to resolve all doubt in favor of reporting.